Manufacturer narrative:
The manufacturer is still in the process of testing the device.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. Between the week of (B)(6) 2017-(B)(6) 2017, the device was found to be over infusing. "Parameters are not exactly sure to pinpoint which one had the parameters set with the actual final flow rate volume that was infused." No patient injury or harm occurred for this case.

Manufacturer narrative:
The user-reported over-infusing issue could not be confirmed. The flow rate accuracy of the device was found to be 4.44%, which was within the +/-5% specification. The device was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00302).